Event description:
Customer's spouse stated device was reading too high for their symptoms. Paramedics were called when customer became combative. Customer was given a shot of glucagon and transported to the emergency room. Labs were done, but customer's spouse does not know the results. Spouse stated pt has had several episodes of low blood sugar. No controls were in use. Expired international glucose strips. A request was made for the return of the suspect device and replacement product was sent.